Manufacturer narrative:
(B)(4). The customer replaced the keyboard assembly and reported ventilator is back in service.

Event description:
It was reported that an 840 ventilator had an unresponsive keyboard. The ventilator was not in use on a patient at the time the malfunction occurred.